Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette was damaged. Upon opening the packaging, the nurse noticed there were holes in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection with the naked eye and magnification noted a hole/tear located at the tack weld of both samples. Clear passage testing was performed with no issue noted. Leak testing was performed and a leak was observed located at the tack weld on both samples. The reported condition was verified. The cause of the condition was determined to be due to an inadequate radio frequency (rf) tack weld during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.